Event description:
It was reported that this patient presented to the emergency room with symptoms of near-syncope and needed medical attention. The healthcare provider (hcp) stated that the patient exhibited a low heart rate during or around the time of a stored rhythmiq episode and medication was provided to increase their heart rate. The patients low heart rate was indicated to be in the 30 beats per minute (bpm) range. Boston scientific technical services (ts) reviewed data from this implantable cardioverter defibrillator (ICD) device. The ICD system was implanted five days earlier. Ts indicated that the presenting electrogram showed the device was operating as programmed. In addition, the corresponding rhythmiq episode also showed that the algorithm was functioning as programmed but the rhythmiq and pacing rate settings may be considered for programming optimization. Ts discussed the current programming and indicated a lower rate limit of 50 bpm and rhythmiq search of approximately 35 bpm are inappropriate for the patient at this time. Ts recommended a referral to cardiology and the hcp agreed. The device remains in-service. No additional adverse patient effects were reported.